Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported at start up, the system performs an unknown restart. The customer reported there was no patient involvement.

Manufacturer narrative:
Customer resolved the issue by switching the power switch. The unit is back in service.